Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 17.0 diopter intraocular (iol) was explanted from a female patient's right eye due to dissatisfaction with the surgery outcome. There was no incision enlargement, no vitrectomy, no sutures required. There was no patient post-op injury. The lens was replaced with a zxt225 18.0 diopter iol.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search of complaints related to production order was performed. The search revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.